Manufacturer narrative:
Device evaluation: analysis of the returned device identified; the weight the device within specification, creases fold, deformation and wear abrasion. Cloudy and voids in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side rupture, and silicone migration. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture, and silicone migration. The device remains implanted.